Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date, the patient underwent a spinal surgery due to spinal stenosis at the l3-4 and the l5-s1 level. She was also suffering from l4 radiculopathy and l5 radiculopathy bilaterally but more predominant on the left side. As per op notes: "at this point, the cage trial was in excellent position on fluoroscopic guidance. At this point, once the appropriate size cage was sized, the cage was packed with one bmp sponge and 2.5 ml of vitoss allograft and local autograft bone that was harvested from the discectomy and endplate preparation. At this point, cage was inserted, and it was advanced into the appropriate position, both on ap and lateral x rays."

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, the patient underwent fusion surgery in which rhbmp-2/acs was implanted. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.